Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4) for original complaint -litigation papers allege pain, weakness, difficulty with simple daily living activities and increated metallic ions in the bloodstream. Update 03/22/2012 of plaintiff's preliminary disclosure form was received which identified part/lot information. There was no new information that would change the outcome of the investigation.update: 2/3/2014 - sales rep reported revision surgery. No reason for revision provided. There is no new additional information that would affect the investigation.this complaint was updated on: 2/25/2014.update rec¿d 10-20-2014 - medical records received. Upon revision, tissue staining, minimal corrosion on the taper, deeply stained dry material and no bone on the cup were noted. The stem and sleeve are being added to the complaint. The stem remained in situ.this complaint was updated on: 11/18/14.